Manufacturer narrative:
B5. Describe event or problem, f10 health effect - impact code, h6 type of investigation; corrected data; previous MDR inadvertently omitted information known prior to submission.

Event description:
Review of previous communication found that the device was scheduled for return which contradicts the facility's report of it being discarded. The device has not been received to date.

Event description:
It was later reported that low impedance was seen again and patient experienced an increased seizures and is referred for potential full revision surgery.. Xrays were completed with no discontinuity or anomalies seen per the physician. The physician has responded that the cause of the increase in seizures is due to the low impedance device malfunction and the seizure level rose to above pre-vns baseline levels. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient later had full revision surgery. The device was seen to have low impedance still during pre-op interrogation. The explanted lead was discarded by the facility.

Event description:
It was reported that patient was referred for surgery for prophylactic battery replacement and potential lead revision due to low impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed on the patient's generator and low impedance was seen to return on a date earlier than previously reported. No other relevant information has been received to date.

Event description:
Implant card was received indicating patient had a prophylactic battery replacement. At conclusion of the battery replacement, lead impedance was reported within normal limits. No other relevant information has been received to date.